Manufacturer narrative:
Exact date unknown, event occurred 3 years ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16545387/16545387.

Event description:
It was reported that the patient was not getting adequate stimulation. All device components were explanted and will not be returned. No further information has been obtained despite good faith efforts.